Manufacturer narrative:
(Jaws won't close).the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)

Event description:
Note: this report pertains to one of three devices used during the same procedure. Reference manufacturer report # 3005099803-2011-00107, 3005099803-2011-00108, and 3005099803-2011-00109 for these devices.it was reported to boston scientific corporation that three radial jaw 3 single-use biopsy forceps were used during a colonoscopy procedure performed on (B)(6), 2011.according to the complainant, during the procedure, the jaws of three forceps devices would not close while inside the patient. In each case the physician was able to remove the forceps with no difficulty. The procedure was completed with a fourth radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.